Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant, the patient presented with sudden weakness and collapse. High thresholds, no capture, varying impedance and undersensing of intrinsic beats were noted on the right ventricular (rv) lead. The lead was reprogrammed and repositioned. No further patient complications have been reported as a result of this event.